Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self-test, off no power alarm test and unexpected restart error test. The bolus wizard functioning properly per bolus wizard sample in the user guide. No bolus anomaly noted during testing. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of over 600 mg/dl. Customer treated high blood glucose with the insulin pump. Customer wearing the pump at time of hospitalization. Based on what is being reported customer does not allege pump is under delivering. The drive support cap appears normal. Customer declined troubleshooting for the high blood glucose and requested a replacement pump. The device will be returned for analysis.